Event description:
The pt reported he is experiencing intermittent pain at his ipg site. The pt stated he fell 5 months ago and broke his neck. The pt is to meet with his physician and sjm representative as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.